Manufacturer narrative:
The reported events of high pacing lead impedance, high capture threshold and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual and x-ray examinations revealed no anomalies except for an over-torqued inner coil at the connector region consistent with procedural damage.

Event description:
During implant, high pacing impedance and high threshold with a loss of capture was noted on the right ventricular (rv) lead. The lead was repositioned with no resolution. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, there was high impedance and high capture threshold on the right ventricular (rv) lead that resulted in loss of capture. The rv lead was explanted and replaced, however, the high impedance and high threshold values were still present. The replacement rv lead was explanted and a new lead was implanted to resolve the event. The patient was stable.